Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. The third-party service agent observed that the device would function properly after removing the therapy pcb and mounting it back into the device. The third-party service agent then replaced the therapy pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer¿s device did not deliver a defibrillation shock during a scheduled test performed by the hospital's biomedical engineer. In addition it was reported that the device had lost its settings for date, time and language. There was no patient use associated with the reported event.